Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the incoming inspection for repair of the subject device at the olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device on the monitor disappeared temporarily. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was caused by the breakage of the ccd cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.